Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) via a manufacturer representative (rep) regarding an implantable neurostimulator (ins). The pt reported approximately a week ago they lifted a 60 lb. Bag of feed and felt soreness/pain. An impedance check was performed and discovered high impedances of around 27k ohms on electrodes 3, 4, 5, and 15 noting 'avoid.' Those contacts were not being utilized inpatient therapy. No changes were made to patient stimulation settings. Patient denied all their complaints at this time and did not notice a difference in relief. The cause is believed to be related to the lifting, and the issue is considered resolved. The rep noted they would submit any new information that becomes available in the future.